Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device has no display. Upon further investigation, fse determined that real-time display does not work, and the monitor is damaged. The fse replaced the monitor. After replacement of the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live display does not work. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the monitor. The fse replaced the monitor and returned the system to use in good working order.